Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical, electrical and x-ray inspection. The insulation was found squeezed and damaged 30.5 cm distal to the df4 connector pin, which is assumed to be the root cause of the reported oversensing. The insulation damage in this area was consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first-rib region. Furthermore, a ligature mark and a deep cut into the insulation were found 26 cm distal to the df4 connector pin. The cut broke the conductor cable leading to the rv shock coil. The mentioned cut leading to the fractured conductor probably occurred during the extraction procedure when removing the suture sleeve from the lead body. Additionally, the rv shock coil was found deformed. The deformation most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Oversensing on the ventricular channel was reported. The lead was replaced. By time of the explantation a deform on the lead is noticed. The isolation was broken before the physician cut through the tissue to take it out.

Manufacturer narrative:
Combination product: yes.-